Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirmed the reported issue. He replaced the processor board and was thus able to remove the failure. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The affected device and the replaced board were requested back to the manufacturer site for a detailed investigation. Results of the investigation revealed that the reported issue could be confirmed and two deviations could be identified: the communication between the hms and hkr boards was sporadically interrupted; the pump rotor did not rotate sporadically and errors codes were shown. The failure was addressed back to a defective wire of the resolver connector.

Event description:
Livanova (B)(4) received a report that an s5 roller pump was not working properly during priming and that an error code was displayed. There was no patient involvement.